Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and " air filtration ". Suspect it could be due to a pump failure, but they were not sure what might be happening. Per follow up information received via mail on 13mar2025, the device was currently at the depot for evaluation, they tried to fix the issue onsite but was not possible. Onsite diagnosis, this device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". They suspect it could be due to a pump failure but, not sure what might be happening. A new calibration is performed correctly. After calibration the equipment was tested, and it takes a long time to reach 6°c and flow rate was not stable and oscillates. The circulation was replaced to repair the flow rate problem, but the error persists. Per follow up information received via mail on 17mar2025, the device was currently in the partner depot waiting to be fixed, so the issue is still not resolved, they count that it would be in the next days.

Manufacturer narrative:
Correction: e, f, h. This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01467. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and " air filtration ". Suspect it could be due to a pump failure, but they were not sure what might be happening. Per follow up information received via mail on 13mar2025, the device was currently at the depot for evaluation, they tried to fix the issue onsite but was not possible. Onsite diagnosis, this device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". They suspect it could be due to a pump failure but, not sure what might be happening. A new calibration is performed correctly. After calibration the equipment was tested, and it takes a long time to reach 6°c and flow rate was not stable and oscillates. The circulation was replaced to repair the flow rate problem, but the error persists. Per follow up information received via mail on 17mar2025, the device was currently in the partner depot waiting to be fixed, so the issue is still not resolved, they count that it would be in the next days.